Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-01815 addresses the other device. It was reported to boston scientific corporation that two rotatable oval snares were prepared for use in a colonoscopy procedure (procedure date unknown). According to the complainant, neither device would deliver energy. The procedure was completed with a competitor's snare, the same generator, and the same active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-01815 addresses the other device. It was reported to boston scientific corporation that two rotatable oval snares were prepared for use in a colonoscopy procedure (procedure date unknown). According to the complainant, neither device would deliver energy. The procedure was completed with a competitor's snare, the same generator, and the same active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-01815 addresses the other device. It was reported to boston scientific corporation that two rotatable oval snares were prepared for use in a colonoscopy procedure (procedure date unknown). According to the complainant, neither device would deliver energy. The procedure was completed with a non-rotatable bsc snare, the same generator, and the same active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Device (B)(4) relates to (B)(4) for the reported event: snare failed to deliver energy. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found no issues, and the unit extended and retracted according to specifications. A resistance test was performed and the unit passed (device read at 13.26 ohms). The condition of the returned device was not consistent with the complaint that the device would not deliver energy; the complaint was not confirmed. The unit showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted.